Manufacturer narrative:
E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch. The issue was identified prior to patient use. The device was filled with 6000mg cefazolin in 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between july 9-15, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and fluid was noted inside a bag that contained the unit which suggested leak. Further inspection revealed broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing which likely decreased the integrity of the tubing, resulting in breakage. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.